Event description:
Dept received these instruments in march, 1997, and rptr finds them unacceptable for the following reasons. The previous orders using the same cat. No. 214180 were 8 1/2" long and narrow (clamps). Now the instrument is 7.75 cm in length, which is not the 8.0 cm that the catalog describes, which makes the instrument too short for gyn cases. The clamp poses a problem to tie off bleeders because of the large diameter of the instrument. Traumatic placement of the tooth on the instrument is too far up the clamp, which poses a problem for ideal placement on tissue, causing tissue to slide out and cause excess bleeding problems. Due to problems with this instrument, rptr cannot utilize this item.